Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the process of closing the pocket, the implantable pulse generator (ipg) device was determined to have a setscrew problem, which caused the right ventricular (rv) lead to exhibit infinite impedance, no capture, and low r-waves. The device was removed and a new one was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted the 1094 grommet was damaged. The cause was unknown. If information is provided in the future, a supplemental report will be issued.